Event description:
Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated there is nothing wrong with the stimulator patient. Pt stated they have an appt with their healthcare provider next wednesday to check the implanted neurostimulators battery. Patient stated they are getting heat surges right above the battery since about a month and a half ago. Patient service specialist asked if patient had any falls or traumas around that time and patient stated no. Patient mentioned that they called pats end of march 2024 because they could not get the implant to turn on. Pt stated that they did not see any codes or messages about it. Patient services (pss) suggested that pt report the situation to the rep at their appt next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was caller stated that they have been feeling a heat sensation under their skin right above the implant for about a month. Caller stated the heat sensation is completely unrelated to the stimulation or charging and just happens randomly even if stimulation is off. Caller stated they will just randomly feel a heat surge even if stimulation is off. Caller mentioned they have a follow up appointment with their healthcare provider on (B)(6). Agent advised caller to follow up with their healthcare provider as scheduled.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that their doctor told them to meet with a manufacturer representative and to verify the lead positions. They did not have an answer why the implant was not turning on. The patient noted that the heating sensation had stopped on 9-jul-2024.